Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The firing knobs were retracted and the articulation lever was in the neutral position. The subject reload was unloaded from the instrument. The instrument was then successfully loaded with a representative single use loading unit(sulu). The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of the liver on a liver resection, the staplers were able to fire however there was an unloading problem. On both handles, when the black retraction piece was pulled back, the blade sled retracted, but the jaws of the attached staple reloads would not open. Neither the surgeon, surgical assist, or surgical tech could open the jaws. The stapler was safely removed from the resected tissue, but with the jaws closed, the staple reloads could not be removed. After completing the procedure, the staplers were in the ready to fire position and was able to fire the sled a second time on both handles. This time, upon retraction of the black retraction piece, the jaws opened as normal, and the reloads were able to be removed. After the two staplers failed to function properly, a third one was opened and the case was completed normally. There was no patient injury.